Manufacturer narrative:
Without sufficient info, or an eval of the device involved, we are unable to determine the cause or factors that may have contributed to this event.

Event description:
It was reported that the "pt presented to the dialysis unit with an oozing line, fresh blood noted to be oozing from catheter at the pt side of y piece of catheter."